Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized on (B)(6) 2018 due to the high blood glucose level. The customer was at over 387 mg/dl at the time of the incident and the customer¿s current blood glucose level was 78 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer was treated in the emergency with fluids saline. The insulin pump will not be returned for the analysis.